Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient went to the clinic and told the local representative that a shock had occurred. The counters in the device did not indicate a shock, but the representative was able to find the recorded shock in the device memory. Technical services discussed some programming options and asked the patient to do a latitude follow-up to check the data. There were no additional adverse patient effects. The system remains implanted.